Event description:
It was reported, that the colonovideoscope had no image with incompatible scope error code: e315. There were no reports of patient harm or delay. The patient was not under anesthesia.

Manufacturer narrative:
The device was returned and the evaluation found the reportable malfunction reported in b5 was caused by an electrical continuity error due to water invasion. No additional reportable malfunctions were found. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon occurred due to conduction failure caused by fluid invasion on the scope connector, damage to printed circuit board, or the like. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting. The countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning. Never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was enteroscope and the issue occur before procedure, also, the type of procedure was diagnostic. The intended procedure was completed using another device.